Manufacturer narrative:
Unit was received at the service center for the reported condition of feed error. The volume does not match the output. The complaint was not verified as the unit did a feed test for 60 ml with no errors and the measured feed rate was within tolerance during the feed accuracy test. A physical analysis was performed on the unit. There was no physical damage noted. The unit was powered on by battery alone then the unit was connected to an ac cable and powered on. In both cases the device powered on and sounded audible tones. The unit was tested by running the accuracy feed testing. With the unit set for a delivery rate of 125ml/hr, the volume is caught for 30 minutes and evaluated. The allowable range for the test, for the epump, is 56.3 ml to 68.8 ml. The total amount delivered for this unit was 60.28ml which is within the range for testing. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states a feed error. Volume does not match the output. The customer states that there was no patient involved and that no further information is not available.